Event description:
It was reported that the fiber was damaged at the tip at 18,048 joules during the procedure. A second fiber used resulted in a damaged tip at 67,457 joules. A third fiber was used to complete the procedure. "No injury to patient, outcome ok." This report is for the second fiber.

Manufacturer narrative:
Fiber analysis: the fiber cap remains intact and attached, exhibits a drilled through condition. The fiber cap exhibits detritus, char, devitrification and melted glass. The bevel section is melted and burnt. The fiber cap condition would result in reduced vaporization. The potential for forward firing may exist. The most probable root cause that contributed to this failure was suspected to be heat accumulation due to tissue contact and/or technique and anatomical/procedural factors encountered during the procedure. Ref: 2937094-2013-00150.